Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and multiple abnormal aspiration alarms were observed, which may indicate poor sample quality. The investigation found the spring holder was holding down the rinse nozzle on the rinse head out of position and the rinse nozzle was not springing down into the cuvettes. The field service representative replaced the spring holder and spring, cleaned the rinse nozzle, and confirmed proper springing of the rinse nozzle. He replaced the mixers and performed hardware checks by assay performance with passing results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of multiple questionable ca2 results on a cobas 8000 c 701 module. The customer provided results for 2 patient samples. Results from sample 1: the initial result was 5.37 mg/dl. The repeated results were 9.42 mg/dl and 9.58 mg/dl. The repeated results were obtained using 2 other c701 modules. The result of 9.42 mg/dl was believed to be correct. Results from sample 2: the initial result was 6.23 mg/dl. The repeated result was 9.83 mg/dl. The repeated result was obtained using another c701 module. The repeated result was believed to be correct. The erroneous results were not reported outside of the laboratory due to being held as critical/panic values.